Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 20mm amplatzer amulet left atrial appendage occluders was successfully implanted on (B)(6) 2024 using a 12f amplatzer torqvue 45x45 delivery sheath. Post procedure, patient's anti-thrombotic regimen was plavix and aspirin. It was reported that the patient returned to the hospital on an (B)(6) 2024 with a cardiac tamponade. The pericardial effusion was circumferential. The patient was treated with pericardiocentesis with 750ml of fluid drained. The patient status was reported as stable.

Manufacturer narrative:
An event of cardiac tamponade and circumferential pericardial effusion was reported. Also reported that the patient was treated with pericardiocentesis with 750 ml of fluid drained. A returned device assessment could not be performed as the device remains implanted was not returned for analysis. Tee imaging was provided by the field. Initial measurements show in the 135 degree tee view that the distance from the projected landing zone to the pa was 4 mm. Measuring more distally the distance from the laa to the pa was 3.4 mm. Device appeared to be appropriately placed with the lobe, but the final placement of disc was not up on top of the pulmonary vein ridge. No images were sent to confirm the pericardial effusion, only procedural imaging which did not demonstrate an effusion present at time of procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.